Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. The cause of the motor stall was the patient had magnetic resonance imaging completed on the date of motor stall. The patient¿s weight at the time of the event was (b)(6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving dilaudid (3 mg/ml at 1.7354 mg/day) via an implanted pump. The indication for pump use was gastrointestinal/pelvic floor - pelvic pain/other. On (B)(6) 2018 the company representative reported that the pump logs indicated a short pump motor stall and recovery on (B)(6) 2018. The stall lasted about 15 minutes. The patient did not have an MRI. No patient symptoms were reported. No further complications were reported/anticipated.